Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a moderately calcified left superficial femoral artery the balloon ruptured during the third inflation at 14 atm. The device was removed and a 6.0x40 mm fox plus balloon catheter was used to complete the procedure. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a longitudinal balloon rupture across the whole balloon length. A root cause for the balloon could not be determined; however, a possible contributing factor could be the reported vessel calcification. A review of the device history record did not produce any findings relevant to this report.